Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had no power, the battery compartment was cracked and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: there were multiple pump reboot events observed in the pump's black box. There was moisture observed in the battery compartment. The pump failed a leak test as a result of battery compartment cracks. No moisture was found on the internal components of the pump. The battery cap threads were stripped and the cap could not be fully secured to the pump. A test cap was able to attach fully to the pump and was used for a 24 hour duration test with no issues. The display screen was dim and discolored.